Event description:
Prestige disc implanted at c6-7. Device became unsecured. Ball pushed out of trough and herniated pre-existing bulge at c5-6. Revision performed with pt myelopathy causing sci. Edema in cord shows from c2-t2 in atrophy and spasticity. Nerve conduction was atypical showing more right than left radiculopathy. Pt has not had consistent medical care since date of injury. The medtronic company has a pas with the product and the FDA. Only medtronic can address this event. The company controls all aspects of study and will not acknowledge the above adverse event. Medtronic must provide the expertise necessary for the contraindicated use of three products used in conjunction. The prestige was moved to c5-6, and peek prevail spacer into the c6-7 and infuse used at the fusion site. Pt has suffered a significant spinal cord injury. Showing lower motor neuron damage - dr (B)(6) in (B)(6)2009. Basically, the severe spinal cord compression and myelopathy are the result of the surgery or its sequelae. - dr (B)(6). I have had no sci care. Control is with medtronic and the confines of workers compensation statutes. Dates of use: (B)(6)2009 - (B)(6)2010. Diagnosis or reason for use: myelopathy; neurological.

Event description:
This is an ongoing adverse event neglected by medtronic on the off-label and 100% failure rate of hybrid use of prestige st, peek-prevail spacer and bone growth solution. Initial surgery done under newly added contraindication of "trauma" on (B)(6) 2009. Pt advised as "perfect candidate. First injury was myelopathy and neurological indications as noted in medical record at c6-7 and a ventral bulge, touching spinal cord at c5-6. Prestige st failed within three weeks. Ball was pushed out of trough causing severe herniation and 90% compression of spinal cord. Not treated as emergent for 3 weeks. Revision done on c5-7, (B)(6) 2009. Pt was under belief that it was to be double fused. Prestige st moved to c5-6 and c6-7 fused using peek-prevail spacer and bone growth mixture. A dod preempted hybrid was done on 32 soldiers with 100% failure and ae on pt. Pt is not eligible for (B)(6). Therefore, pt is not preempted for this hybrid procedure initially supported in retrospective MDR submitted by medtronic. The same retrospective MDR has now been revised as 100% failure rate. Done by "one doctor at one facility", (B)(6). As a (B)(6) and after mandatory 5 year ae study, pt's medical problems have not been addressed by medtronic. Pt continues to have progressive medical issues that are not fully understood by (B)(6) for the cure of paralysis neurology. Medtronic has been of no assistance to doctors. Pt considered an "anomaly/enigma for central cord syndrome sci from c2-t2. Carrier acknowledges that injury caused by "initial surgery or it's sequelae, it is unk to have failure of adjacent disc in 3 week period" - dr (B)(6). (B)(6) noted 2 months after revision, "pt suffers from significant sci as noted by lower motor neuron disorder with noted atrophy". Pt continues to suffer sci under wc restrictions. Pt is not eligible for (B)(6). Therefore pt cannot have (B)(6) surgery. (B)(6) will not acknowledge anomalous ae. Pt is therefore, denied health care to this day. Pt is only (B)(6) to have medtronic supported 100% failure hybrid procedure done.